Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'not recognizing that the door is open' was not reproduced. Visual inspection was performed and found the upper latch switch was damaged as a result of physical impact. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize door was open. This occurred during programming/ setup. There was no patient involvement. No additional information is available.